Event description:
It was reported that a double beep no cassette during testing was experienced. No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: product is beyond 19 (nineteen) years from manufacture date of 2003-03 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous 3 (three) years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no physical damage. Functional testing found the reported complaint was verified. Entered service mode and the device started to double beep. The down stream occlusion sensor will need to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4),as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 6400.